Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.subsequent to filing the initial report it was noted that the qe analysis/codes were inadvertently left off of the report: h6: type of investigation codes; investigation findings codes; and investigation conclusions codes added h10 - additional mfg narrative added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f and 8f sheath respectively prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, one proglide cuff miss [suture retrieval issue] was noticed at each access site. The sutures of two new proglide devices were successfully pre-placed at both access sites. The sheath was upsized to 12f in the rcfa and 18f in the lcfa. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.